Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was hospitalized due diabetic ketoacidosis and an elevated blood glucose (bg) level. Customer did not provide a bg value. Customer was treated with an intravenous saline drip, and was released the following day with no permanent damage. The customer alleged the pump did not deliver insulin as intended. Reportedly, the customer reverted to manual injections for continued insulin therapy.